Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the surgical staff noticed that the wire of the prograsp forceps instrument was exposed and did not rotate. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.